Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was reloaded to the original release. The system was then found to be operating as intended.

Event description:
The customer reported that the image displayed was not the image selected. There is no report of pt injury.